Event description:
It was reported the patient had a power on reset (por) error on the patient programmer. It was reported the patient spoke with the manufacturer representative on (B)(6) 2014, the por was cleared, and the patient was able to charge. It was further reported the patient thought the recharger (insr) was not working. The patient was unable to charge the insr past ¼. The insr showed all coupling boxes shaded, and the insr issue was reportedly resolved.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a coupling and communication problem. It was reported the patient was getting 7 coupling bars and would charge their implantable neurostimulator (ins) for ¿a few hours¿ however, it would never charge over 1/4 battery. It was noted the patient feels their battery is depleted because they couldn¿t get it to charge. It was reported the last time the patient recharged and felt stimulation was one month prior to report.